Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer experienced high blood glucose. The mother reported the customer's blood glucose rose to 600 mg/dl. The mother stated they will be treating the customer's blood glucose with a manual injection. Troubleshooting did not occur because the customer was not present with the customer. The mother declined to return the insulin pump for analysis.